Event description:
It was reported that the delta chamber of the valve was broken.

Manufacturer narrative:
(B)(4). The valve was not patent and did not meet the requirements for leak testing due to three large tears in the silicone dome, one on the side of the adjustment mechanism, and two on the side of the reservoir. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. It is unk how or when these damages occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.